Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to results from the laboratory using neoplastin reagent. The result from the laboratory was 2.3 inr and the result from the meter was 3.4 inr within an hour. On (B)(6) 2018, the result from the laboratory was 6.0 inr with venous blood. The result from the meter was 8.0 inr within an hour. There was no allegation of an adverse event. The customer stopped taking warfarin for two weeks. The customer has had no changes in medications. The customer's diet had changed significantly. The customer's therapeutic range was 2.5 - 3.0 inr. Retention test strips (304974) were tested in comparison to masterlot #28632180 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.